Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery. A 5.0mmx40mmx135cm (4f) sterling balloon catheter was advanced for dilatation. However, during initial inflation at 14 atmospheres, the balloon ruptured. The device was removed from the patient without any problem and the procedure was completed with a different device. There were no patient complications reported and the patient status was good.